Manufacturer narrative:
The reported event was unconfirmed as the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing silicone foley catheter. Visual inspection of the sample noted the balloon was partially inflated on return. The catheter balloon was drained of fluid until completely deflated. The balloon was subsequently inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. This is within specification per inspection procedure which states "cuts in lumens are not allowed." The active length of the catheter balloon was measured (0.8330 inches) and found to be within specification (0.60-0.90 inches). The catheter was confirmed to be size 14 fr. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "3) carefully insert the catheter syringe and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter (silicone) fell out of the patient with a balloon deflated due to water leakage on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter (silicone) fell out of the patient with a balloon deflated due to water leakage on the day of use.